Event description:
Customer called on (B)(6) 2011 reporting of a smoke smell coming from the beckman coulter lh 750 hematology analyzer. Customer reported that there was no spark or flame and did not need a fire extinguisher or to call the fire department. No report of injury resulted from the incident and patient results were not affected. Field service engineer (fse) was dispatched and found that the heating element on the retic stain chamber had shorted due to a leak at the top of chamber. Fse reported that the cap was not secured to the base because the black securing ring seemed to be cross threaded. Fse was unable to unscrew the black securing ring but was sure that it was definitely the problem. Fse proceeded to replace the retic stain chamber and verified performance according to established procedures. Root cause for the smoke smell was a leak at the top of the retic stain chamber which caused the heating element to short the coils.

Manufacturer narrative:
Field service engineer (fse) was dispatched and found that the heating element on the retic stain chamber had shorted due to a leak at the top of chamber. Fse reported that the cap was not secured to the base because the black securing ring seemed to be cross threaded. Fse was unable to unscrew the black securing ring but was sure that it was definitely the problem. Fse proceeded to replace the retic stain chamber and verified performance according to established procedures. Root cause for the smoke smell was a leak at the top of the retic stain chamber which caused the heating element to short the coils. (B)(4).